Event description:
It was reported that a customer experienced a malfunction with their device and received an error message. There was no reported impact to the customer¿s blood glucose level. The customer arranged to return the faulty device and was provided with a replacement pump.